Event description:
"Dr. (B)(6) met with r&d team on (B)(6) stating there was an endoleak noted on this case. At the time of the case with his partner, dr (B)(6), there was no discussion or note of a type I endoleak. I did not have any imaging of the patient prior to the case and was advised by the vascular resident to bring in a 26 & 28 x 55 cuff. The 26 was chosen prior to the case in the control room upon review of the axial films. The cuff was deployed prox to the renal arteries & distally to the celiac artery with a previous aortic to sma bypass excluding an aneurysmal area at the level of the sma. A final run was completed and no clinical sequale was noted including any type I endoleak. Complaint is opened to capture physician's comment to r&d regarding previous cases where type 1 endoleak was observed. There was no endoleak in this case per the rep (B)(4)." Patient outcome: "no clinical sequale. No endoleak."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
"Dr. (B)(6) with r&d team on 06/20 stating there was an endoleak noted on this case. At the time of the case with his partner, dr (B)(6), there was no discussion or note of a type I endoleak. I did not have any imaging of the patient prior to the case and was advised by the vascular resident to bring in a 26 & 28 x 55 cuff. The 26 was chosen prior to the case in the control room upon review of the axial films. The cuff was deployed prox to the renal arteries & distally to the celiac artery with a previous aortic to sma bypass excluding an aneurysmal area at the level of the sma. A final run was completed and no clinical sequale was noted including any type I endoleak. Complaint is opened to capture physician's comment to r&d regarding previous cases where type 1 endoleak was observed. There was no endoleak in this case per the rep (B)(6)." Patient outcome: "no clinical sequale. No endoleak."